Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the micro tornado hp w handcontrol was jammed and it didn¿t turn. Per operational and diagnostics, the reported failure was confirmed. During evaluation, the motor was found defective, therefore was replaced. In addition, a short circuit was found in the cable, therefore was replaced. The repair and testing of the unit were completed per the service, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The possible root cause for the electrical short circuit can be attributed to internal electrical deficiencies / defective components. However, this cannot be conclusive determined. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that during an unknown procedure the motor of the micro tornado hp w handcontrol was jammed and it didn¿t turn. The procedure was completed using a replacement. No patient consequence and no surgical delay was reported. No additional information was provided.